Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient was having issues with their implant or lead. The patient reported that their neighbor, who worked for the manufacturer, stole a remote from work and "brain jacked" the patient. It was stated that the neighbor stole the "cryptic card" and the hacked the stimulator in the patient's back that was going up into their brain. The patient said that the neighbor got it hooked into the patient's battery and rewired it making it even more heated and vibrating into them. The patient reported being partially paralyzed and that they had to put fiber optic wires going up the black box between their shoulder blades to see if they could get relief with their head and arms lifting up, but the vibration went into their head. The patient mentioned mentioned that the neighbor hacked their system and turned it on to where the neighbor could speak to them. It was noted that the patient already spoke with their healthca re professional (hcp) who redirected them to the manufacturer's patient services and to a university. It was reported that the hcp did not do implants anymore and had "cancelled" the manufacturer. The patient reported that their implant was already removed, but they still had a cable or connector installed. The manufacturer's patient services representative reviewed that the neighbor would not be able to "brain jack" the patient, and also reviewed implant longevity and programmer function. The patient mentioned having over 20 surgeries in the last 16 years, and that they had a severed spinal cord. The patient stated that they knew what went on with their body and they were not hallucinating. The patient was convinced that the neighbor was "jittering and brain hacking" them. The man that worked at for the manufacturer was "hot wiring cables up to make it go even faster than what it normally did". It was noted that the patient suffered from a stroke. The patient was going to have surgery to have the cable cut out even though they were told to never have surgery for the rest of their life. The patient named and described the man and stated that they "hacked systems and stole cryptic stuff, and liked to bully people by getting their money with vibrating and messing with them". The patient was redirected to their hcp to further address the issue. It was noted that the patient gave conflicting information.

Manufacturer narrative:
G2. Foreign: de medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D.6b: date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the healthcare provider (hcp) would try to set up an appointment for the patient, but she was not currently under treatment, so there would be a delay due to limited appointment availability. Additional information was received. It was reported that in (B)(6) 2014, the healthcare provider (hcp) explanted the ins, because it was no longer functioning and could not be recharged. The (paddle) lead remained implanted. The patient agreed to a trial, so the hcp externalized the lead with extensions and connected to an ens. Because there was only marginal pain reduction during trial, it was terminated after about a week. The hcp decided against removing the paddle lead after a risk assessment. No new ins was implanted. After that, the patient changed physicians. There was no documentation of further scs (spinal cord stimulation) related activity and no contact with the hcp afterwards. In (B)(6) 2026, the practice unsuccessfully tried to reach the patient by phone, multiple times. It was unknown what, if any, components of the patient¿s spinal cord stimulator remain implanted; there was no documentation whether the lead was still implanted. It was unknown if the reported stroke and partial paralysis was related to the spinal cord stimulator. It was unknown if the heating and vibration was caused by the stimulator and unknown if there was any information substantiating the patient¿s claims that their stimulator was hacked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the cause of the ins not functioning or recharging was not determined.